Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with self-reported glucose around 300 mg/dl and device-reported peak of 283 mg/dl, and the cause of the event was unclear; the user performed correction dosing, which reduced glucose to the normal range, and there were no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included return to normal glucose following user-initiated correction dosing without hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no alarms, and no device component issues were identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.